Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. Device parameters were all normal but the left ventricular lead (lv) was at 5 v at 0.5 ms. A boston scientific technical services representative discussed that based on parameters given and calculator, the estimated longevity was around 4 years plus or minus 6 months. Boston scientific received subsequent information that the device was explanted. During the explant procedure, there was no pacing in the right ventricular lead when connected to the chronic device. The available information leads us to believe the lead remains implanted.